Event description:
The pump was returned for investigation. Investigation revealed that the ok button was unable to be tested due to a missing contact. There was evidence of contamination found under the contrast button key contact. The text on the display screen was found to be dim and faded. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/17/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/17/2014 with the following findings: investigation revealed that the ok button was unable to be tested due to a missing contact. There was evidence of contamination found under the contrast button key contact. The text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).